Event description:
Customer reported a button error on her insulin pump. The esc button is not working. Customer could not clear a no delivery alarm due to the button not working. During the call, customer also stated she was hospitalized on (B)(6) 2014 for high blood glucose. Her blood glucose was 980 mg/dl when admitted. Customer experienced vomiting, lethargy, and high ketones. She could not hold any food down. Customer advised that she also has a heart condition. Customer was diagnosed with diabetic ketoacidosis. Customer was released after her blood glucose started to come down. Customer stated she believes the insulin pump was partly at fault, but she also stated she was on steroids for bronchitis which may have contributed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.